Manufacturer narrative:
The device will not returned to zoll medical corporation for evaluation. The customer reported that the issue has been resolved.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.